Event description:
It was reported that the patient's spectra penile prosthesis was scheduled for explant due to failure. The prosthesis "did not have stability." No patient complications reported in relation to this event.

Manufacturer narrative:
An analysis was performed and the results are as follows:the two spectra cylinders were visually inspected and functionally tested. They performed within specifications.

Event description:
Additional information revealed that the device was replaced due to the cylinders breaking. No patient complications reported in relation to this event.